Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that "during the use of the product, leakage of medical fluid at the connection part (the part where the filter and the tube were connected) was observed." No patient injury was reported. *no additional information is available for this complaint.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and pictures by the customer were provide it. Unit returned was received inside of a plastic bag which its original open packaging. Visual inspection results: the sample don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported (see picture below). Leak test results: the sample was analyzed using a syringe with colored water to detect any leaks. During the test sample, a leak was found between the filter and tube. The complaint is confirmed. Root cause identified in the process was lack solvent between filter and tube due to not following the procedure that explain the process to assembly the components with the solvent to prevent occlusion and leaks issues. The cause of the reported problem was traced to the manufacturing process. There were no relevant findings detected in the DHR.